Event description:
New information stated that no sensing and no capture was also observed on the lead. Patient tolerated the procedure well and was in stable condition.

Event description:
It was reported that the atrial lead impedance was below the lower limit. On (B)(6) 2017, the lead was capped during the device change out. No further information available.